Event description:
The customer reported the device alarmed vent inop due to a data acquisition pcb adc (printed circuit board/analog digital converter) reference failure. There was no patient involvement.